Event description:
Patient had the star total ankle revised to a fusion.

Manufacturer narrative:
Report based on surgery report only. Star total ankle revised to a fusion after 9 years. Review of manufacturing records showed no anomalies.